Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the trocar/valved cannula entry system was slightly bent when tried to insert it into the eye during vitrectomy surgery. The surgery was completed on the same day after replacing the trocar/valved cannula entry system with another one. There was no patient impact.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report. Therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the complaint was reviewed by the manufacturing site. The photos 1 and 2 show trocar assembly with a bent knife. Reported issue confirmed from photos. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The evaluation of the attached photo confirms the trocar/valved cannula entry system was slightly bent noted by the customer. Based on the evaluation of the information, since the sample was not received at the manufacturing site, how and when the trocar blade was bent was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All trocar blades are 100% inspected. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No technical inquiries were received from the customer. One opened trocar assembly was received for the report. Sample was visually inspected for blade and was found to be nonconforming with handle/blade assembly bent with thick raised metal and indentations in cannula. Trocar cannula/hub assembly was observed to be bent with the cannula cracked and metal broke off the cannula when received as a trocar assembly. When the trocar cannula/hub assembly was removed from the handle/blade assembly there was some resistance. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the complaint was reviewed by the manufacturing site. The photos 1 and 2 show trocar assembly with a bent knife. Reported issue confirmed from photos. The investigation conducted a nonconformance review of the reported lot. A nonconformance was found. This non-conformance could have potentially contributed to the reported event. An investigation was initiated in order to investigate the root cause of the damage to the trocar cannula and blade. The returned sample was found to be visually nonconforming with a bent blade and damaged cannula; therefore, trocar/valved cannula entry system was slightly bent as reported was confirmed. The root cause for the damaged cannula and bent blade is related to the automated manufacturing process of the trocar final assembly. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is manufacturing related. A nonconformance record has been completed to determine the root cause of the damaged cannula and blade and a non-conformance record has been completed in relation to the related non-conformances identified within the non-conformance review. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. The inspection includes evaluation for damage to the trocar and blade. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all cmopany products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).